Event description:
It was reported that the insulin pump alarmed multiple no delivery. Customer stated that blood glucose was unknown. Troubleshooting was not completed due to unable to perform high pressure test. The customer was advised to call back for any issues with the insulin pump. Troubleshooting was not performed for no delivery and blood at site due to patient just did a complete set changed. Customer mentioned blood glucose was 287 mg/dl. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.